Event description:
During a lap anterior resection procedure, shear 1 stopped working after two hours into the procedure. Another shear was opened and the pad burned out. There was extended or time with no pt consequence reported.